Event description:
Almost choked [choking sensation], dual clean, the one on the bottom fell off...was loose in my mouth...happen before, except the bristles fell out instead [device breakage]. Consumer called stating the one on the bottom (lower bristle mount) on the brush head fell off and was loose in his/her mouth. This happened before, except the bristles fell out instead. No serious injury was reported.

Manufacturer narrative:
20-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Dual clean, the one on the bottom fell off...was loose in my mouth...happen before, except the bristles fell out instead [device breakage]. Consumer called stating the one on the bottom (lower bristle mount) on the brush head fell off and was loose in his/her mouth. This happened before, except the bristles fell out instead. No serious injury was reported.